Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of oversensing noted on the right ventricular (rv) lead due to a loss of capture. The rv was reprogrammed to resolve the event and the patient was stable.